Event description:
It was reported after using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, 5 tubes were found to have poor plasma (white particulate matter) in the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was evaluated and does not show the customer's indicated failure mode. A total of 100 retained samples were visually inspected, with no issues being identified. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality(white particulate matter). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, 5 tubes were found to have poor plasma (white particulate matter) in the sample . No adverse impact was reported regarding the patient or user.